Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the treatment tip found no issues. Based on the evaluation of the data, the system and hand piece performed as expected. It was reported the patient was administered local anesthesia. The patient should never be placed under anesthetics to manage patient comfort during a thermage procedure. The customer must be alert and provide required feedback during the treatment. The use of these types of pain management techniques increases the risk of tissue injuries such as blisters. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient.

Manufacturer narrative:
The tip was returned for evaluation. The tip passed visual inspection, thermistor and leak testing. No functional test was performed due to the tip being expired. Service was unable to confirm any errors with the tip. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic nurse reported that during a thermage treatment a patient experienced blisters on the bilateral nasolabial folds. The patient took an unknown pain killer and was also administered local anesthesia. The burns were treated with unknown oral and topical antibiotics. It is undetermined whether there will be any permanent scarring. The highest treatment level used was 3.0. During the procedure tip too warm errors were observed. An unknown amount of cryogen fluid was used. The tip was not inspected prior to use, however, it was inspected once during the procedure and then replaced for another tip.